Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported hyperglycemia treated with ems/ambulance/ER visit, manual injection/insulin pen. Customer reported the following led up to the event: due to cannot use pump not being able to use due to malfunction. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported a critical pump error/open book image error. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 11-mar-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 11-mar-2024 listed on smartsolve due to insufficient data in the trace/history files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the detailed trace file/diagnostic trace file on (B)(6)2024 14:25:12.000. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the detailed trace file/diagnostic trace file due to corrosion on the pcba 1, pcba 2 and force sensor. Please see below for pump errors/alarms noted 1 week prior to the event date 11-mar-2024 in the formatted history file/diagnostic trace file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 12:20:55.000 (B)(6) 2024 12:22:35.000 (B)(6) 2024 12:22:50.000 (B)(6) 2024 14:26:00.000 (B)(6) 2024 14:26:03.000 (B)(6) 2024 14:27:04.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2024 11:39:31.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 11:39:10.000 , (B)(6) 2024 11:39:30.000, (B)(6) 2024 11:49:37.000 ,(B)(6) 2024 12:00:33.000, (B)(6) 2024 14:26:03.000, (B)(6) 2024 14:27:04.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2024 12:22:02.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2024 12:21:32.000 .(B)(6) 2024 12:21:43.000. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2024 12:21:32.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, replace battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted after the pump was shutdown. Unable to test for replace battery alert, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm due to critical pump error (open book image) alarm. Replace battery alert, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were unknown. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs. Blank display was not confirmed. However, unable to perform the required testing and upload pump to carelink were confirmed due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.